Event description:
It was reported that the battery continuously fails in charger immediately after charging or testing. The zoll protocol was followed for evaluating the battery; the remaining capacity goes to zero in mins. The red led does not illuminate. No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.